Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that unit freezes when opening the more tab. A technical support specialist (tss) dialed into the station, verified drive space, database health, recent reboot, and network speed/duplex. Repaired the med application and advised customers to monitor for one week. After monitoring, station did not freeze again, and customer confirmed issue resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a device frozen when opening additional tab. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.